Event description:
It was reported that the readings froze. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).